Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly, no unexpected battery out limit, no alarms noted. The insulin pump was tested with a water fill test reservoir. Several boluses were programmed and delivered. Units left at display properly and match units left at test reservoir. The low reservoir alarm feature worked properly. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart (a21). Customer's blood glucose at time of incident was 450 mg/dl. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the act button is taking several button pushes to accept the command. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with manual injection. Customer declined to troubleshoot for external ram crc error, battery out limit, low reservoirs and no power alarms.